Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿air around the filter¿ was observed in an unspecified quantity of intravenous tubing sets. This was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with these events. No additional information is available.